Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -16.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports elevated intraocular pressure 35 mmhg; without pupil block and angle closure. On (B)(6) 2022 the lens was explanted and the problem was resolved. The surgeon notes "the patient did not want to undergo a secondary lens implantation procedure". The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. (B)(4).